Event description:
The event is reported as: the applier would not pick up the clips from the cartridge during a vasectomy procedure. The applier was not engaging with the staples/clips. The doctor reports that he had to leave the pt during the procedure (which he is not used to do) to manually open the jaws a little, to be able to finish the procedure. The doctor also states that during the procedure, he lost the vass and was only able to use 2 clips. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at time of this report.